Manufacturer narrative:
The returned sensor was evaluated. During testing, the sensor was found to be malfunctioning. "Incompatible sensor" was displayed on a known-good test unit when the sensor was connected, which would have prevented the unit from being able to engage in patient monitoring.

Event description:
The customer reported the sensor stopped working. There was no known impact or consequence to patient.